Event description:
Aspiration of a-port, an aspirated red port connection checked. Upon initiation of hemodialysis air noted. A-line dressing removed from exit site. Small crack noted in a-line of catheter 1" inferior to exit site. Upon inspection of site catheter broke off in two pieces. Immediately clamped catheter superior to breakage. Sterile betadine dressing applied to site-clamps secured. Pt experienced no adverse reactions. Md notified and pt to ER for replacement of catheter.